Event description:
It was reported that the patient felt the urge to urinate but could not. It was noted that the patient had turned stimulation up a few days ago and was able to feel it. The patient had also tried changing programs. Several months later the patient reported that she went to the hospital and had over 100 cc's taken out of her bladder. The patient stated that the device had worked fine until then. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3093-28, lot# v188958, implanted: 2009-(B)(6), explanted: na; programmer model 3037, serial# (B)(4).